Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported the stent came off the balloon. A 4.00 x 12mm synergy ii drug-eluting stent was used. At an unknown timepoint, the stent came off of the balloon.